Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The ins had never worked right for the patient since implant, the patient turned it off, and wanted it removed. It was noted when they turned it off, they did not notice any worse conditions. The patient did not feel stimulation. It was noted the device was not working for the patient. No further complications were reported/anticipated.